Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows three maxcore devices which is placed inside the packaging. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was provided. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure using the maxcore instrument. During the procedure, it was reported that the jacket was not cut. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.